Manufacturer narrative:
MDR 1020379-2016-00028 is associated with (B)(4), polident denture cleanser.

Event description:
Maladministration (drank the denture cleansing liquid) [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident denture cleanser) unknown (batch number mg251524a, expiry date july 2016) for denture wearer. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the consumer used /1/6 tablet of polident denture cleanser to clean his dentures every night. Today at around 11am, he accidentally drank the liquid he made using polident denture cleanser tablet when taking his painkillers. The consumer said he did not experience any adverse symptoms at the moment. He called the hotline to enquire what would happen if he drank the cleansing liquid.